Event description:
(B)(6) said that the scooter turned over while attempting to drive from the road on to the side walk. As a result of the fall, (B)(6) said that the doctor said she had a chipped tail bone, a cracked hip, something wrong with the vertebrae, and many scratches and bruises over her body. She went to the doctors and was released back on the same day for further observation.